Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Parts have been ordered and will be installed upon arrival. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a fresh gas leak in auto mode. There was no report of patient involvement.